Manufacturer narrative:
Continued e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explanting physician reported, right side device rupture. That caused discomfort, pain and redness. MRI confirmed, the right-side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ breast pain: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported right side device rupture, that caused discomfort, pain, and redness. MRI confirmed the right side rupture. Device has been explanted.